Manufacturer narrative:
Product and patient information is still unknown. Once the information is obtained, we will investigate and report a follow report.

Event description:
The patient was operated with velofix tlif cage as part of a revision case. A few weeks after surgery, the patient felt severe lower back pain and visited the hospital. It was confirmed that the cage had migrated through x-ray images in the hospital. The cage was replaced with a different one during revision surgery.